Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va08f3g, implanted:(B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation and stimulation was too strong on program 1 yesterday. The patient tried turning it down with the patient programmer, but it wouldn't work. The patient programmer was working now and the patient was able to turn stimulation to program 4 at 2.4v, which was good.